Event description:
This pt had an intracranial hemorrhage. Pt on a siemens ventilator. The nurse was at the bedside and heard a change in the "sound" of ventilation. Observed pt's chest expanding more than it had been. Noted the ventilator was delivering a tidal volume of 2 liters. Had been set for a tidal volume of 600. Pt was taken off of the ventilator and bagged. Ventilator was changed. Pt had no changes in his neurological status. Ventilator was checked and was found to be functioning properly.